Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered a correction factor of 1 unit of insulin to 1.3 mg/dl rather than the intended value of 1 unit of insulin to 3 mg/dl, and a carbohydrate ratio of 1 unit of insulin to 1.5 grans of carbohydrates rather than the intended value of 1 unit of insulin to 5 grams of carbohydrates. Reportedly, the customer corrected the settings and resumed insulin therapy to address the issues. Additionally, it was reported that the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. Customer's blood glucose level ranged from 57 mg/d to 160 mg/dl.